Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited noise and oversensing, which did result in pacing inhibition. It was further noted that the patient has had a recent change in medical status via a new diagnosis of parkinson's disease. It was unclear if the noise resulted from myopotential oversensing due to their disease state or was the result of a lead insulation defect. The attending physician elected to surgically intervene and abandoned the lead. Another lead was implanted in absence of adverse patient effects.